Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the outer flow tubing is detached just forward of the control knob, and not returned; there is no signs of melting on the outer flow tubing detachment location; the distal tip of glass cap and metal cap are detached and not returned; the fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
The fiber was not expired at the time of use.

Event description:
It was reported that during a bph surgical procedure at 796 joules and 0 minute "fiber removed from its sheath" and "did not bend" were observed. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. No harm to the patient was reported. The fiber was expired at the time of use.